Event description:
It was reported, during remote follow up. That the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were completed. The patient was stable and asymptomatic.